Event description:
It was reported that the device was used during a laparoscopic appendectomy. The white load was inserted and clicked into place and fell out of the stapler when it was fired. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.